Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2408-74, serial/lot: (B)(4), description: avista MRI perc lead kit, 74 cm. Model: sc-3138-35, serial/lot: (B)(4), description: scs phiii ext 35cm. Model: sc-4319, serial/lot: unknown, description: clik x MRI anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that a trial patient developed an infection. The leads, extensions, and anchors were explanted and the patient was treated with antibiotics.